Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma.

Event description:
Healthcare professional reported "suspected intracapsular rupture", "possible extracapsular rupture", "fluid collection", "grade IV capsular contracture", "mediastinal and internal mammary lymph node enlargement" and "at least 3 lymph nodes". Later healthcare professional reported "loculated fluid", "pain" and capsular contracture, baker grade IV, "seroma of breast", "old hematoma and blot found" and "no implants were ruptured". This record is for the left side. Device has been explanted.